Event description:
The manufacturer received information alleging a trilogy 100 ventilator would not power up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's alternating current (ac) cable was noted to be pushed in. The ac cable and connector required replacement to address the issue. However, no repairs were completed because the device was scrapped.